Event description:
Additional information, it was reported that the lead was dislodged. The lead was explanted and replaced.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 79.8 cm to 80.8 cm and 81.9 cm to 82.8 cm from the connector pin.